Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Rotating brush broke in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that on (B)(6) 2016 while he or she was brushing his or her teeth with an oral-b rechargeable toothbrush, version unknown, the rotating brush of the oral-b dualaction or dual clean brushhead broke in his or her mouth. The consumer described that it shot away against his or her teeth and was almost at the back of his or her throat; luckily, he or she noticed it in time and could spit it out. He or she described that there was toothpaste everywhere and he or she swallowed a part of it. The consumer noted that he or she opened the packaging of the brush 5 days ago, and the brush was simply broken. No symptoms developed. On 13-may-2016 received consumer follow-up: the consumer reported that he or she had purchased the brush heads in (B)(6) 2015. He or she also scratched the logo with a coin, firmly as requested, and it made some little gray scratches; the logo itself was not affected. No further information was provided.